Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) main drawer 5 was not detected on bus. A field service engineer (fse) identified that the drawer 5 was off the bus and the staff attempted to reboot station but did not resolve issue. Further the fse powered off the station for five minutes but did not resolve the issue. Then the fse powered station down and removed the drawer 5 from the station. Then replaced the pyxibus module control controller and returned the drawer to station, then powered station back on. After that the drawer five came back online. Then the fse launched hardware testing application and performed final test and posted results. Then restarted station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was off the bus. A field service engineer (fse) powered off the station for five minutes but did not resolve the issue. Then the fse powered station down and removed the drawer 5 from the station. Then replaced the pyxibus module control controller and returned the drawer to station, then powered station back on. After that the drawer five came back online. Then the fse launched hardware testing application and performed final test. Then restarted station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.